Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod. Patient reported the pink slide did not move forward; this indicates a needle mechanism failure occurred. Additionally, patient stated cannula deployed but did not properly insert in the infusion site. As treatment, a manual injection was delivered and a new pod was applied.